Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Testing of the device did not reveal any conclusive evidence of the source of the noise. It was decided to perform a system revision and eventually it was decided to explant and replace the system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Testing of the device did not reveal any conclusive evidence of the source of the noise. It was decided to perform a system revision and eventually it was decided to explant and replace the system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Testing of the device did not reveal any conclusive evidence of the source of the noise. It was decided to perform a system revision and eventually it was decided to explant and replace the system. This system is expected to be returned for analysis. No further adverse patient effects were reported.